Manufacturer narrative:
This report was initially submitted following notification that a customer in the united states reported susceptible oxacillin mic =1.0 and cefoxitin screen (B)(6) result for (B)(6) in association with the vitek® 2 ast-gp71 test kit. However, cefoxitin disc (fox) was resistant. Testing for the presence of the meca gene was also positive (indicating oxacillin resistance). Biomérieux investigation was conducted. The identification of the isolate was confirmed as (B)(6). Investigational ast testing included: vitek® 2 ast-gp71 (customer lot): oxacillin mic=1, cefoxitin screen (B)(6). Vitek® 2 ast-gp71 (random lot): oxacillin mic=1, cefoxitin screen (B)(6). Agar dilution (ad, reference method for oxacillin): oxacillin mic=4. Cefoxitin (fox) disc (reference method for cefoxitin screen): resistant. Broth microdilution (bmd): oxacillin mic=2. Pbp2a latex: (B)(6). The overall investigation concluded the submitted strain exhibits atypical growth behavior for some ast testing methods. The vitek® 2 ast-gp71 test kit is performing as intended.

Manufacturer narrative:
.

Event description:
A customer notified biomerieux that they had a discrepant result when using the vitek 2 ast-gp71 reagent. The test result of the vitek 2 ast-gp71 card was susceptible for oxacillin; however confirmatory testing revealed a positive test for (B)(6). The discrepant result was not communicated to the physician; therefore, there was no impact to the patient. An internal investigation has been initiated by biomerieux.